Manufacturer narrative:
Final device investigation found that the device was returned with the stopcock port broken off and returned with the device. Upon eval the device was pressure tested. The device showed no signs of leaking both with and without a test plug inserted into the device. The device history record was reviewed, and no discrepancies were noted.

Event description:
It was reported that during a laparoscopic cholecystectomy the insufflation tubing was being hooked up to the device when the connection piece snapped off. The surgeon's view of the belly was decreased and extra time was added to the case. Another device had to be re-inserted into a deflated abdomen. There was no pt injury.